Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 210 mg/dl. The customer changed the cartridge, infusion set tubing and site multiple times. A system check showed the occlusion may be related to the cartridge. The customer changed the cartridge and received another occlusion alarm. The customer thought that scar tissue may have been in the area and the another cannula was inserted into a different area. The customer delivered a correction bolus and did not receive an occlusion.